Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, balloon deflation difficulties were encountered. The lesion was located in the mildly tortuous left anterior descending (lad) artery. The lesion was mildly calcified and the level of stenosis is unknown. The maverick 2 monorail 15mm x 2.0mm balloon was advanced to the lesion for predilation and inflated three times. The inflation times and pressures are unknown. Upon the third inflation, the balloon would not deflate. An unspecified balloon was used to deflate the maverick balloon by puncturing it. Unspecified stents were used during the procedure. No further patient injuries or complications were reported. The patient's current status is reported as "ok." Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.